Event description:
Upon admission to the emergency department, the medication history was completed using the external prescription history import tool, which uses escripts and insurance documentation of prescription fill dates, and the pharmacy technician reviewed the medication list with the patient. A day later, the granddaughter was speaking with the physician and they realized that the medications were not what her grandmother was taking at (B)(6). Pharmacist contacted the alf and obtained the appropriate med rec. Noticed later on that the issue was corrected. When we imported the medication list from escripts, the correct medications were there and the incorrect list was no longer available. The incorrect medications were not ordered inpatient. Error caught and corrected before that could occur. (B)(6).